Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), fatigue ("fatigue"), abdominal distension ("bloating") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, migraine, fatigue, abdominal distension and hypersensitivity outcome was unknown. The reporter considered abdominal distension, fatigue, hypersensitivity, migraine and pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), migraine ("migraines"), fatigue ("fatigue"), abdominal distension ("bloating") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, migraine, fatigue, abdominal distension and hypersensitivity outcome was unknown. The reporter considered abdominal distension, fatigue, hypersensitivity, migraine and pelvic pain to be related to essure. The reporter commented: she had need for additional surgery. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic pain increased") in an adult female patient who had essure (batch no. A66674) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included back pain, leg pain, general body pain, back surgery (3 back surgeries, (B)(6) 2008, (B)(6) 2010, (B)(6) 2010.) And endocervicitis. Uterus was full of fibroids which was not present or discovered prior to removal. Pictures of uterus. Fallopian tubes and cervix were taken upon removal and copy of picture was given to me. Previously administered products included for birth control: depo-provera from february 2013 to april 2013 and mirena from 2008 to february 2013. Concurrent conditions included fibroids, obesity, ovarian cyst, menometrorrhagia, cervix inflammation, irritable bowel, sleep apnea, asthma, night sweats, weight loss, postnasal drip, sinus pressure, dyspnea, wheezing, abdominal pain, blood in stool, constipation, stools abnormal, decreased appetite, dysuria, hematuria, urinary frequency, hypoaesthesia, hair loss, pruritus, joint pain, joint swelling, tendency to bruise easily, allergic contact dermatitis, lymphadenopathy and premenopause. Concomitant products included clonazepam from 2008 to 2014, duloxetine hydrochloride (cymbalta) since 2008, hydrocodone bitartrate; paracetamol (norco) from 2007 to 2017 and levofloxacin (levaquin). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced the first episode of fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/heavy"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary, chronic uti's 1- 2/month"), depression ("increased depression"), anxiety ("anxiety"), scar ("scarring / permanent scars"), acne cystic ("rashes or skin conditions type: cystic acne on my face leaving permanent scar,pits on my face"), skin discolouration ("spots"), cystitis interstitial ("bladder problems or changes:interstitial cystitis"), amnesia ("neurological conditions or problems type: memory loss"), disturbance in attention ("trouble focusing on staying on task / trouble concentrating"), allergy to metals ("nickel allergy/sensitivity to most metals including nickel"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("vision/eye problems type: blurry visions"), menstruation irregular ("irregular periods"), mood altered ("psychological or psychiatric problems condition: moody") and coital bleeding ("heavy bleeding during intercourse"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). In (B)(6) 2014, the patient experienced arthralgia ("unbearable pain especially in knees ankles and hips"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced abdominal distension ("bloating"), hypersensitivity ("allergic reaction"), self esteem decreased ("self esteem issues due to scarring on my face from essure"), malaise ("feeling sick"), the second episode of fatigue ("feeling tired/fatigue"), back pain ("back pain"), pain in extremity ("leg pain") and complication of device removal ("complications from essure removal procedure") and was found to have uterine leiomyoma ("uterus was full of fibroids"). The patient was treated with chlortalidone (hiprex), diazepam (valium), tizanidine hydrochloride (zanaflex) and surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal distension, hypersensitivity, vaginal haemorrhage, menorrhagia, cystitis, depression, anxiety, self esteem decreased, scar, malaise, the last episode of fatigue, fibromyalgia, skin discolouration, cystitis interstitial, headache, amnesia, disturbance in attention, allergy to metals, menstruation irregular, mood altered, back pain, pain in extremity, uterine leiomyoma and complication of device removal outcome was unknown, the migraine and acne cystic was resolving and the urinary tract infection, dysmenorrhoea, dyspareunia, vision blurred, arthralgia and coital bleeding had resolved. The reporter considered abdominal distension, acne cystic, allergy to metals, amnesia, anxiety, arthralgia, back pain, coital bleeding, complication of device removal, cystitis, cystitis interstitial, depression, disturbance in attention, dysmenorrhoea, dyspareunia, fibromyalgia, headache, hypersensitivity, malaise, menorrhagia, menstruation irregular, migraine, mood altered, pain in extremity, pelvic pain, scar, self esteem decreased, skin discolouration, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, vision blurred, the first episode of fatigue and the second episode of fatigue to be related to essure. The reporter commented: she had need for additional surgery discrepancy to be noted in essure insertion date as (B)(6) 2013. Current weight 155 lbs. Right side -3 trailing coils. Left side -3 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.9 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: fatigue, urinary tract infection, depression, anxiety, irregular periods, interstitial cystitis, dysmenorrhea , dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-mar-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain increased') in an adult female patient who had essure (batch no. A66674) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included back pain, leg pain, general body pain, back surgery (3 back surgeries, (B)(6) 2008, (B)(6) 2010) and endocervicitis. Uterus was full of fibroids which was not present or discovered prior to removal. Pictures of uterus. Fallopian tubes and cervix were taken upon removal and copy of picture was given to me. Previously administered products included for birth control: depo-provera from (B)(6) 2013 and mirena from 2008 to (B)(6) 2013. Concurrent conditions included fibroids, obesity, ovarian cyst, menometrorrhagia, cervix inflammation, irritable bowel, sleep apnea, asthma, night sweats, weight loss, postnasal drip, sinus pressure, dyspnea, wheezing, abdominal pain, blood in stool, constipation, stools abnormal, decreased appetite, dysuria, hematuria, urinary frequency, hypoaesthesia, hair loss, pruritus, joint pain, joint swelling, tendency to bruise easily, allergic contact dermatitis, lymphadenopathy and premenopause. Concomitant products included clonazepam from 2008 to 2014, duloxetine hydrochloride (cymbalta) since 2008, hydrocodone bitartrate;paracetamol (norco) from 2007 to 2017 and levofloxacin (levaquin). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)/ spoting"), menorrhagia ("abnormal bleeding (menorrhagia)/heavy"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary, chronic uti's 1- 2/month"), depression ("increased depression"), anxiety ("anxiety"), scar ("scarring / permanent scars"), acne cystic ("rashes or skin conditions type: cystic acne on my face leaving permanent scar,pits on my face"), skin discolouration ("spots"), cystitis interstitial ("bladder problems or changes:interstitial cystitis"), amnesia ("neurological conditions or problems type: memory loss"), disturbance in attention ("trouble focusing on staying on task / trouble concentrating"), allergy to metals ("nickel allergy/sensitivity to most metals including nickel"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("vision/eye problems type: blurry visions"), menstruation irregular ("irreguilar periods"), mood altered ("psychological or psychiatric problems condition: moody") and coital bleeding ("heavy bleeding during intercourse"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). In (B)(6) 2014, the patient experienced arthralgia ("unbearable pain espacially in knees ankles and hips"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced abdominal distension ("bloating"), hypersensitivity ("allergic reaction"), self esteem decreased ("self esteem issues due to scarring on my face from essure"), malaise ("feeling sick"), tiredness ("feeling tired/fatigue"), back pain ("back pain"), pain in extremity ("leg pain"), complication of device removal ("complications from essure removal procedure"), ovarian cyst ("I do continue to get ovarian cysts"), dysgeusia ("tasted metal in my mouth"), spinal disorder ("spinal issues"), cystitis noninfective ("inflammation of bladder lining"), joint swelling ("swollen joints"), bladder pain ("bladder pain"), arthritis ("arthritis") and abdominal pain ("sharp abdominal pains") and was found to have uterine leiomyoma ("uterus was full of fibroids") and weight increased ("weight gain"). The patient was treated with chlortalidone (hiprex), diazepam (valium), tizanidine hydrochloride (zanaflex) and surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal distension, hypersensitivity, vaginal haemorrhage, menorrhagia, cystitis, depression, anxiety, self esteem decreased, scar, malaise, tiredness, fibromyalgia, skin discolouration, cystitis interstitial, headache, amnesia, disturbance in attention, allergy to metals, menstruation irregular, mood altered, back pain, pain in extremity, uterine leiomyoma, complication of device removal, ovarian cyst, dysgeusia, spinal disorder, cystitis noninfective, joint swelling, bladder pain, arthritis, weight increased and abdominal pain outcome was unknown, the migraine, fatigue and acne cystic was resolving and the urinary tract infection, dysmenorrhoea, dyspareunia, vision blurred, arthralgia and coital bleeding had resolved. The reporter considered abdominal distension, abdominal pain, acne cystic, allergy to metals, amnesia, anxiety, arthralgia, arthritis, back pain, bladder pain, coital bleeding, complication of device removal, cystitis, cystitis interstitial, cystitis noninfective, depression, disturbance in attention, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, headache, hypersensitivity, joint swelling, malaise, menorrhagia, menstruation irregular, migraine, mood altered, ovarian cyst, pain in extremity, pelvic pain, scar, self esteem decreased, skin discolouration, spinal disorder, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, vision blurred, weight increased and tiredness to be related to essure. The reporter commented: she had need for additional surgery discrepancy to be noted in essure insertion date as (B)(6) 2013. Current weight 155 lbs. Right side -3 trailing coils left side -3 trailing coils . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.9 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: fatigue, urinary tract infection, depression, anxiety, irregular periods, interstitial cystitis, dysmenorrhea , dyspareunia. Concerning the injuries reported in this case the following events were reported via social media: ovarian cyst, dysgeusia, spinal disorder, cystitis noninfective, joint swelling, bladder pain, arthritis, weight gain were added. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-oct-2019: social media received: new events - spinal issues, bladder inflammation, swollen joints, bladder pain, arthritis, weight gain, I do continue to get ovarian cysts, tasted metal in my mouth, sharp abdominal pains were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pelvic pain increased") in an adult female patient who had essure (batch no. A66674) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included back pain, leg pain, general body pain, back surgery (3 back surgeries, (B)(6) /2008, (B)(6) 2010, (B)(6) 2010.) And endocervicitis. Uterus was full of fibroids which was not present or discovered prior to removal. Pictures of uterus. Fallopian tubes and cervix were taken upon removal and copy of picture was given to me. Previously administered products included for birth control: depo-provera from (B)(6) 2013 to (B)(6) 2013 and mirena from 2008 to (B)(6) 2013. Concurrent conditions included fibroids, obesity, ovarian cyst, menometrorrhagia, unspecified inflammatory disease of uterus, excl cervix, irritable bowel, sleep apnea, asthma, night sweats, weight loss, postnasal drip, sinus pressure, dyspnea, wheezing, abdominal pain, blood in stool, constipation, stools abnormal, decreased appetite, dysuria, hematuria, urinary frequency, hypoaesthesia, hair loss, pruritus, joint pain, joint swelling, tendency to bruise easily, allergic contact dermatitis, lymphadenopathy and premenopause. Concomitant products included clonazepam from 2008 to 2014, duloxetine hydrochloride (cymbalta) since 2008, hydrocodone bitartrate;paracetamol (norco) from 2007 to 2017 and levofloxacin (levaquin). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced the first episode of fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)/heavy"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary, chronic uti's 1- 2/month"), depression ("increased depression"), anxiety ("anxiety"), scar ("scarring / permanent scars"), acne cystic ("rashes or skin conditions type: cystic acne on my face leaving permanent scar,pits on my face"), skin discolouration ("spots"), cystitis interstitial ("bladder problems or changes:interstitial cystitis"), amnesia ("neurological conditions or problems type: memory loss"), disturbance in attention ("trouble focusing on staying on task / trouble concentrating"), allergy to metals ("nickel allergy/sensitivity to most metals including nickel"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("vision/eye problems type: blurry visions"), menstruation irregular ("irreguilar periods"), mood altered ("psychological or psychiatric problems condition: moody") and coital bleeding ("heavy bleeding during intercourse"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). In may 2014, the patient experienced arthralgia ("unbearable pain espacially in knees ankles and hips"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced abdominal distension ("bloating"), hypersensitivity ("allergic reaction"), self esteem decreased ("self esteem issues due to scarring on my face from essure"), malaise ("feeling sick"), the second episode of fatigue ("feeling tired/fatigue"), back pain ("back pain"), pain in extremity ("leg pain") and complication of device removal ("complications from essure removal procedure") and was found to have uterine leiomyoma ("uterus was full of fibroids"). The patient was treated with chlortalidone (hiprex), diazepam (valium), tizanidine hydrochloride (zanaflex) and surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal distension, hypersensitivity, vaginal haemorrhage, menorrhagia, cystitis, depression, anxiety, self esteem decreased, scar, malaise, the last episode of fatigue, fibromyalgia, skin discolouration, cystitis interstitial, headache, amnesia, disturbance in attention, allergy to metals, menstruation irregular, mood altered, back pain, pain in extremity, uterine leiomyoma and complication of device removal outcome was unknown, the migraine and acne cystic was resolving and the urinary tract infection, dysmenorrhoea, dyspareunia, vision blurred, arthralgia and coital bleeding had resolved. The reporter considered abdominal distension, acne cystic, allergy to metals, amnesia, anxiety, arthralgia, back pain, coital bleeding, complication of device removal, cystitis, cystitis interstitial, depression, disturbance in attention, dysmenorrhoea, dyspareunia, fibromyalgia, headache, hypersensitivity, malaise, menorrhagia, menstruation irregular, migraine, mood altered, pain in extremity, pelvic pain, scar, self esteem decreased, skin discolouration, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, vision blurred, the first episode of fatigue and the second episode of fatigue to be related to essure. The reporter commented: she had need for additional surgery discrepancy to be noted in essure insertion date as (B)(6) 2013. Current weight 155 lbs. Right side -3 trailing coils. Left side -3 trailing coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.9 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: fatigue, urinary tract infection, depression, anxiety, irregular periods, interstitial cystitis, dysmenorrhea , dyspareunia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received: lot number was added. Events: vaginal hemorrhage, menorrhagia, cystitis, urinary tract infection, depression, anxiety, self esteem issues, amnesia, feeling sick, fibromyalgia, acne cystic, scars, spots, intersticial cystitis, headaches, memory loss, trouble concentrating, nickel allergy , dysmenorrhea, dyspareunia, blurry visions, irregular periods, coital bleeding, arthralgia, moody, device monitoring procedure was not performed, uterus was full of fibroids, complications from essure removal procedure, back pain, leg pain were added. Event severity, onset date and outcome were updated. Concomitant drugs and conditions were added. Reporters were added. Case medically confirmed. Plaintiff demography added. Product implanted date updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pelvic pain increased') in an adult female patient who had essure (batch no. A66674) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) conducted, specify no". The patient's medical history included back pain, leg pain, general body pain, back surgery (3 back surgeries, (B)(6) 2008, (B)(6) 2010, (B)(6) 2010.) And endocervicitis. Uterus was full of fibroids which was not present or discovered prior to removal. Pictures of uterus. Fallopian tubes and cervix were taken upon removal and copy of picture was given to me. Previously administered products included for birth control: depo-provera from (B)(6) 2013 to (B)(6) 2013 and mirena from 2008 to (B)(6) 2013. Concurrent conditions included fibroids, obesity, ovarian cyst, menometrorrhagia, cervix inflammation, irritable bowel, sleep apnea, asthma, night sweats, weight loss, postnasal drip, sinus pressure, dyspnea, wheezing, abdominal pain, blood in stool, constipation, stools abnormal, decreased appetite, dysuria, hematuria, urinary frequency, hypoaesthesia, hair loss, pruritus, joint pain, joint swelling, tendency to bruise easily, allergic contact dermatitis, lymphadenopathy and premenopause. Concomitant products included clonazepam from 2008 to 2014, duloxetine hydrochloride (cymbalta) since 2008, hydrocodone bitartrate;paracetamol (norco) from 2007 to 2017 and levofloxacin (levaquin). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced fatigue ("fatigue"), vaginal haemorrhage ("abnormal bleeding (vaginal)/ spoting"), menorrhagia ("abnormal bleeding (menorrhagia)/heavy"), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary, chronic uti's 1- 2/month"), depression ("increased depression"), anxiety ("anxiety"), scar ("scarring / permanent scars"), acne cystic ("rashes or skin conditions type: cystic acne on my face leaving permanent scar,pits on my face"), skin discolouration ("spots"), cystitis interstitial ("bladder problems or changes:interstitial cystitis"), amnesia ("neurological conditions or problems type: memory loss"), disturbance in attention ("trouble focusing on staying on task / trouble concentrating"), allergy to metals ("nickel allergy/sensitivity to most metals including nickel"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vision blurred ("vision/eye problems type: blurry visions"), menstruation irregular ("irreguilar periods"), mood altered ("psychological or psychiatric problems condition: moody") and coital bleeding ("heavy bleeding during intercourse"). In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). In (B)(6) 2014, the patient experienced arthralgia ("unbearable pain espacially in knees ankles and hips"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced abdominal distension ("bloating/ always bloated"), hypersensitivity ("allergic reaction"), self esteem decreased ("self esteem issues due to scarring on my face from essure"), malaise ("feeling sick"), tiredness ("feeling tired/fatigue"), back pain ("back pain"), pain in extremity ("leg pain"), complication of device removal ("complications from essure removal procedure"), ovarian cyst ("I do continue to get ovarian cysts"), dysgeusia ("tasted metal in my mouth"), spinal disorder ("spinal issues"), cystitis noninfective ("inflammation of bladder lining"), joint swelling ("swollen joints"), bladder pain ("bladder pain"), arthritis ("arthritis"), abdominal pain ("sharp abdominal pains"), eczema ("eczema"), pruritus ("scalp itching"), nausea ("nausea"), ocular discomfort ("pressure behind left eye"), muscle atrophy ("muscular degeneration"), fibrocystic breast disease ("fibrocystic breast disorder") and bursitis ("enhanced inflammation/ inflammation in hips/thigh") and was found to have uterine leiomyoma ("uterus was full of fibroids") and weight increased ("weight gain"). The patient was treated with chlortalidone (hiprex), diazepam (valium), tizanidine hydrochloride (zanaflex) and surgery (hysterectomy (full) with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal distension, hypersensitivity, vaginal haemorrhage, menorrhagia, cystitis, depression, anxiety, self esteem decreased, scar, malaise, tiredness, fibromyalgia, skin discolouration, cystitis interstitial, headache, amnesia, disturbance in attention, allergy to metals, menstruation irregular, mood altered, back pain, pain in extremity, uterine leiomyoma, complication of device removal, ovarian cyst, dysgeusia, spinal disorder, cystitis noninfective, joint swelling, bladder pain, arthritis, weight increased, abdominal pain, eczema, pruritus, nausea, ocular discomfort, muscle atrophy and fibrocystic breast disease outcome was unknown, the migraine, fatigue and acne cystic was resolving and the urinary tract infection, dysmenorrhoea, dyspareunia, vision blurred, arthralgia, coital bleeding and bursitis had resolved. The reporter considered abdominal distension, abdominal pain, acne cystic, allergy to metals, amnesia, anxiety, arthralgia, arthritis, back pain, bladder pain, bursitis, coital bleeding, complication of device removal, cystitis, cystitis interstitial, cystitis noninfective, depression, disturbance in attention, dysgeusia, dysmenorrhoea, dyspareunia, eczema, fatigue, fibrocystic breast disease, fibromyalgia, headache, hypersensitivity, joint swelling, malaise, menorrhagia, menstruation irregular, migraine, mood altered, muscle atrophy, nausea, ocular discomfort, ovarian cyst, pain in extremity, pelvic pain, pruritus, scar, self esteem decreased, skin discolouration, spinal disorder, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, vision blurred, weight increased and tiredness to be related to essure. The reporter commented: she had need for additional surgery discrepancy to be noted in essure insertion date as (B)(6) 2013. Current weight 155 lbs. Right side -3 trailing coils. Left side -3 trailing coils . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.9 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: fatigue, urinary tract infection, depression, anxiety, irregular periods, interstitial cystitis, dysmenorrhea , dyspareunia. Concerning the injuries reported in this case the following events were reported via social media: ovarian cyst, dysgeusia, spinal disorder, cystitis noninfective, joint swelling, bladder pain, arthritis, weight gain were added. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-feb-2020: information received via social media: new events - eczema, pruritus, nausea, occular discomfort, muscle atrophy, fibrocystic breast disease, bursitis were added. Reporter information was added. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.